Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The review of field data determined the median patient results are within the established limits, comparable to other lots in the field, which indicates the reagent performed acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 49534ud00 was identified.

Event description:
The customer observed falsely low architect tsh on 30 june 2023. The customer provided the following data for 1 patient: initial tsh result was 30.96 ng/ml, repeat result was 43.96 ng/ml and 1:5 diluted result was 57.47 ng/ml. Previous result at another healthcare facility was 76.25 ng/ml. Additional laboratory data: ft3 2.76 ng/ml. Ft4 0.72 ng/ml (previous value 0.45 ng/ml). Anti-tg antibody >40000 ng/ml. Anti-tpo antibody 301.7 ng/ml. Patient information: male in his 70¿s is currently being followed up on at the hospital's gastroenterology department after svr for hepatitis c. On (B)(6) patient attended an outpatient visit for dementia screening at another hospital, and was diagnosed with hypothyroidism. Patient has a family history of hypertension, does not smoke or drink and has no known allergies. The patient takes the following medications (1) nexium capsule 20 mg 1 dose, after supper. (2) crestor od tablets 1 dose, after supper. (3) ferromia tablet 50 mg 1 dose, after supper. Results of detailed examination from reference lab: the results of the reproducibility test were around the same as those from the customer's facility. The results of the dilution linearity test showed satisfactory dilution linearity. In addition, the results of a non-specific binding absorption test using a heterophilic antibody blocker reagent showed no significant decrease in the measured value, so no effect from heterophilic antibodies was confirmed. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely low architect tsh on (B)(6) 2023. The customer provided the following data for 1 patient: initial tsh result was 30.96 ng/ml, repeat result was 43.96 ng/ml and 1:5 diluted result was 57.47 ng/ml. Previous result at another healthcare facility was 76.25 ng/ml. Additional laboratory data: ft3 2.76 ng/ml. Ft4 0.72 ng/ml (previous value 0.45 ng/ml). Anti-tg antibody >40000 ng/ml . Anti-tpo antibody 301.7 ng/ml. Patient information: male in his 70¿s is currently being followed up on at the hospital's gastroenterology department after svr for hepatitis c. On (B)(6) patient attended an outpatient visit for dementia screening at another hospital, and was diagnosed with hypothyroidism. Patient has a family history of hypertension, does not smoke or drink and has no known allergies. The patient takes the following medications: nexium capsule 20 mg 1 dose, after supper; crestor od tablets 1 dose, after supper; ferromia tablet 50 mg 1 dose, after supper. Results of detailed examination from reference lab: the results of the reproducibility test were around the same as those from the customer's facility. The results of the dilution linearity test showed satisfactory dilution linearity. In addition, the results of a non-specific binding absorption test using a heterophilic antibody blocker reagent showed no significant decrease in the measured value, so no effect from heterophilic antibodies was confirmed. There was no reported impact to patient management.